Event description:
The complainant reported that there was a battery pack failure, tried some troubleshooting but that did not fix the problem. The instructions for use were followed and a backup controller was used. This was discovered during prep, and there was no harm to the patient.

Manufacturer narrative:
The investigation for the reported issue has been completed. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. The root cause of the battery failure was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery could not be determined. This report is being filed as part of a retrospective review of historical records.